Manufacturer narrative:
Results: patient condition affected effectiveness of device (90% stenosis, moderate tortuosity and severe calcification); no results available since no evaluation performed (device or procedural images not provided for review). Conclusions: device failure/lack of effectiveness related to patient condition (90% stenosis, moderate tortuosity and severe calcification). (B)(4).

Event description:
An integrity bare metal stent was being used to treat a lesion in the mid cx. The lesion was 90% stenosed with moderate tortuosity and severe calcification. Device was removed from packaging and inspected prior to use with no issues noted. It is reported that during the procedure the stent became deformed during positioning. Another stent was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device received however was not the complaint device. Continued from block. Results: none ¿ device not returned for evaluation. Conclusion: unable to confirm complaint (device not returned), device not returned -no evaluation will be performed .